Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported there is a loudspeaker failure and an error message is displayed. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse was unable to confirm the reported issue; however, the fse decided to replace the speaker assembly for preventative measures. After parts replacement, the device was returned to functional use.